Manufacturer narrative:
Other relevant device(s) are: product ID: 9733752, serial/lot #: (B)(4). No devices were returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used during a functional endoscopic sinus surgery (fess) procedure. It was reported that, when on the registration screen, and error was displayed at the bottom stating "localizer fault". The emitter was plugged in appropriately, but had to be unplugged and reinserted to work properly. There was no delay in the procedure.